Manufacturer narrative:
Device passed displacement test, rewind test, basic occlusion test, prime/a33 test, excessive no delivery test and occlusion test. No motor error alarm during testing noted. The motor was tested outside the device and passed. Device passed self test, off no power test and all operating currents tested within the specific range. No unexpected low battery alarm were noted. However corroded battery cap contact noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that insulin pump had motor error. Customer¿s blood glucose was unknown. Customer stated that insulin pump had diminished battery life, failed battery test, reservoir top area cracked in and gear was winding slower when priming pump. The insulin pump will be returned for analysis.